Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonic stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a large bowel obstruction prior to colectomy due to a 3-4cm malignant stricture within the sigmoid colon. Reportedly, the patient had not undergone chemotherapy and radiation prior to the procedure. No issues were noted during the stent placement procedure. According to the physician, just after stent placement, the stent was curved along the intestinal wall. Post procedure, on (B)(6) 2014, the patient experienced fever and abdominal pain. A CT scan was performed and a large bowel perforation was confirmed. The perforation was located on the intestinal wall near the distal side of the stent flare. Reportedly, one week following stent placement, the stent and the intestinal wall were straight due to the axial force of the stent. According to the physician, the distal flare of the stent might have come in contact with the intestinal wall which caused the perforation. In the physician¿s assessment, the stent caused the perforation. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation, pain and fever are listed in the dfu for this product as a potential adverse events associated with the use of this device. The investigation concluded that this complaint is associated with a product that meets specifications but due to a known physiological effect of the procedure noted within the directions for use (dfu). Therefore, this investigation is assigned the most probable root cause classification of anticipated procedural complication

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonic stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a large bowel obstruction prior to colectomy due to a 3-4cm malignant stricture within the sigmoid colon. Reportedly, the patient had not undergone chemotherapy and radiation prior to the procedure. No issues were noted during the stent placement procedure. According to the physician, just after stent placement, the stent was curved along the intestinal wall. Post procedure, on (B)(6) 2014, the patient experienced fever and abdominal pain. A CT scan was performed and a large bowel perforation was confirmed. The perforation was located on the intestinal wall both near the distal and proximal side of the stent flare. Reportedly, one week following stent placement, the stent and the intestinal wall were straight due to the axial force of the stent. According to the physician, the distal flare of the stent might have come in contact with the intestinal wall which caused the perforation. In the physician's assessment, the stent caused the perforation. A surgical procedure was originally planned to be performed on (B)(6) 2014; however, it was urgently performed on (B)(6) 2014 and was able to removed the stent from the patient. The physician thought that the selected length of the stent might have been long for the stenosis and the planned stent placement might have been long. According to the physician, a 6cm stent is planned to be implanted for stent placement after 10 days in the future. Reportedly, there were no patient complications after the surgery was performed.